Manufacturer narrative:
Additional narrative: (B)(6). The threaded portion was found to be deformed/rounded. The complaint can be confirmed no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, the received condition is consisted with exceeding lateral forces potentially form off-axis use or incomplete attachment of the mating attachments. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot a review of the receiving inspection (ri) for summit inner screw was conducted identifying that lot number ro01151 was released in a single batch. Batch1: lot units were released on 08apr2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screw thread was damaged. There was no patient involvement reported. No additional information could be provided. This report is for one (1) inner set screw, 4mm height this is report 1 of 1 for (B)(4).